Event description:
Review of device data showed oversensing and pacing impedance fluctuation. The technical consultant suspected a lead integrity issue. It was further reported that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; partial lead in segments returned and analyzed.